Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to verify the customer's reported issue. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator passed 63 hours of extended tests at the customer's settings. The ventilator passed the initial final test and the initial alarm volume test.

Event description:
It was reported by the customer that a patient desaturated while being started on the ventilator. The patient was removed from the ventilator and manually ventilated while the crew adjusted the ventilator settings. The patient was placed back on the ventilator and was transported with no further incidents. There was no reported allegation of malfunction or failure with the ventilator. It was also reported that there was no patient harm during this event.